Event description:
It was reported that the patient experience bradycardia due to the right ventricular lead not pacing. The lead had a confirmed fracture, had high impedance and was oversensing as well. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).